Event description:
It was reported that "[the physician] attempted to insert catheter unsuccessfully on two back to back occasions. The physician stated that the balloon was unable to enter the sheath. After the 2nd unsuccessful attempt, he inserted an impella device successfully". Further information states "the patient presented as critical. This has nothing to do with the lack of catheter performance". No report of patient harm or injury. Associated MDR 3010532612-2023-00063.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician attempted to insert catheter unsuccessfully on two back to back occasions. The physician stated that the balloon was unable to enter the sheath. After the 2nd unsuccessful attempt, he inserted an impella device successfully". Further information states "the patient presented as critical. This has nothing to do with the lack of catheter performance". No report of patient harm or injury. See associated MDR 3010532612-2023-00063.